Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "device turn off middle of procedure, screen flashing." Could be confirmed. The root cause of the device failure could be traced back to a defective control board, which caused a component fault and thus impaired the functionality of the entire system. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer on may 21,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device turned off middle of procedure, screen flashing. No negative impact in state of health reported.